Event description:
It was reported that multiple infusion sets detached from the skin after deployment, with the user indicating prolonged wear beyond the recommended duration, placement immediately after showering, and no use of alcohol for skin preparation, which can compromise adhesion. No reported symptoms. Outcomes included the need for device-related troubleshooting and shipment of replacement supplies and infusion delivery interruption due to loss of site adhesion, with no alarms reported. Investigation included customer interview, review of use conditions, and product replacement. Investigation of this case revealed user application practices inconsistent with manufacturer instructions for site preparation and wear time, contributing to adhesive failure. It was concluded that the device functioned as designed and that the event resulted from incorrect application and wear practices, with education provided on proper preparation and replacement intervals.